Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on (B)(6) 2015 with the following results: testing confirmed the battery compartment threads are damaged, and found the battery cap threads also damaged. A battery compartment crack was observed below grip pad. The audio bolus button cover is detached /missing. Pump is unable to maintain an electrical connection with returned battery cap due to cap detaching. A test battery cap was used for all testing. Power on reset events were observed in black box prior to complaint date. Pump was exercised for 24 hours with no reboot, loss of power, or call service alarms duplicated. Removed pump case and found no evidence of moisture or loose components inside pump. Unrelated to the complaint, the pump powered on using a test battery cap to a dim discolored display. On (B)(6) 2015 : information reported to animas on (B)(6) 2015 and inadvertently omitted from the original submission on (B)(6) 2015: the patient allegedly had a blood glucose (bg) of 400 mg/dl with polydipsia and polyuria, and moderate ketones. The patient received no unusual treatment for the event.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was displaying an intermittent-power issue, which is identified by the presence of undesired ¿power reboot events¿. In addition, it was reported that the threads of the battery compartment were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.